Manufacturer narrative:
It was also noted that the customer implemented a temperature control (4 °c) during the spin cycle. The investigation determined the issue was due to pre-analytical handling issues at the customer site.

Event description:
There was an allegation of questionable sodium electrode results for 8 patient samples on a cobas pro ise analytical unit. Patient 1: the initial result was 153.3 mmol/l, and the repeated result was 142 mmol/l. Patient 2: the initial result was 151.9 mmol/l, and the repeated result was 143 mmol/l. Patient 3: the initial result was 148.0 mmol/l, and the repeated result was 139 mmol/l. Patient 4: the initial result was 147.2 mmol/l, and the repeated result was 141 mmol/l. Patient 5: the initial result was 155.3 mmol/l, and the repeated result was 145 mmol/l. Patient 6: the initial result was 151.4 mmol/l, and the repeated result was 140 mmol/l. Patient 7: the initial result was 148.7 mmol/l, and the repeated result was 138 mmol/l. Patient 8: the initial result was 142 mmol/l, and the repeated result was 155 mmol/l.

Manufacturer narrative:
The na electrode lot number is dwf91. The expiration date is 21-apr-2026. The field service representative performed maintenance and cleaning procedures, which seemed to resolve the issue. The investigation is ongoing.